Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited rapid battery depletion after elective replacement indicator (eri) was tripped. The device was explanted and replaced. It was also reported that, during the revision procedure, the right ventricular (rv) lead was noted with high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.